Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range. Analyst commented, rv defibrillation impedance was 254 ohms on (B)(6) 2016. Concomitant medical products: sjm tendril 1488 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high rv coil impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.